Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported a symptomatic patient with syncope and seizures episodes was admitted in the hospital on (B)(6) 2018 for continuation of right ventricular lead oversensing and failure to capture issues. Physician noted episodes of five to eight second pauses. On (B)(6) 2018, prior to lead replacement and upon competitor device interrogation, no ventricular tachycardia (vt)/ ventricular fibrillation (vf) and right ventricular lead noise with pocket manipulation was noted. Programming changes were made to the right ventricular lead and to the sensing lead. On (B)(6) 2018, the lead was explanted and replaced with a competitor lead. Patient did not suffer any permanent harm prior to the lead replacement. The patient was stable post-procedure.